Event description:
It was reported that, this right ventricular (rv) lead was explanted due to noisy signals oversensing. No additional adverse patient effects were reported. The rv lead is not expected to be returned.